Event description:
It was reported by the affiliate that the device was used during a surgical procedure and that the staples malformed. The case was completed using a same like device. There was no patient consequence.